Manufacturer narrative:
The user reported discrepancies between bgm and sgm readings. The user discontinued system use due to an infection on the insertion site and was prescribed antibiotics (amoxicillin/clavulanate).the infection may have impacted system performance, leading to the differences reported in bg/sg.ER dms, user was not using the system since 2-oct-2025 at 7:24 pm, since they were waiting for the infection to heal. B4.date of this report 04 jan 2026. G3.date received by the manufacturer? 04 jan 2026. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.